Event description:
The customer reported failed american proficiency testing (api) testing for thyroid stimulating hormone (tsh) on the aia-360 analyzer. The chem core 3rd event failed for low results on samples ch-12 to ch-15, but ch-11 passed. It should be noted that api testing for tsh performed by tosoh passed. The customers' quality control (qc) the day of testing was in range, but on the low end. No patient results were reported incorrectly. After receiving the survey results, the customer recalibrated and reran the survey samples with passing results. The analyzer is functioning as expected, no further actions required from tosoh. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. The tsh analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 iu/ml, and the lowest measurable concentration is 0.03 iu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 iu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 iu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event could not be established.